Event description:
Revision surgery to remove disc replacement device and replace with fusion.

Manufacturer narrative:
(B)(4). Device removed and fusion treatment applied to the one level. Device sent to external laboratory for analysis per protocol.